Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed that the setscrew was backed out beyond the point of being able to engage with the connector block. Functional laboratory testing determined there was good, stable output on the electrode pairs the ins had when received. Analysis also determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received by manufacturer, analysis not yet completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins). Manufacturer representative reported intra-op the health care professional couldn't find the head of the screw to tighten the set screw. It was reported that the health care professional did not back the screw out so another ins was used. No further complications reported/anticipated.

Manufacturer narrative:
It was updated to include additional clarifying details. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) during an implant procedure to be used for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Manufacturer representative reported that intra-operatively the health care professional couldn¿t find the head of the screw to tighten the set screw. Damage discovered was an alleged out of box issue. It was reported that the health care professional did not back the screw out so another ins was used. Additional information was received from the healthcare professional: the hcp needed to remove the lead from the ins because it was not acting correctly; when they tried putting the lead back into the ins, the little screw went on the side inside of the ins so they could not use it to secure the lead and the hcp had to use another ins. No patient symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hcp needed to remove the lead from the ins because it was not acting correctly; when they tried putting the lead back into the ins, the little screw went on the side inside the ins so they could not use it to secure the lead and had to use another ins.